Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported plunger deployment issue was not confirmed; however, the cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique via a 7f sheath, prior to a endovascular aneurysm repair (evar) procedure. Reportedly, resistance was felt while deploying the needle plunger of the proglide device and when the needle plunger was removed, no sutures were present (cuff miss). Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to a 16f. The evar procedure was completed and hemostasis was achieved with the sutures of the two additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device and in the pre-close technique. No additional information was provided.